Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg does not respond to the charger or programmer. The patient stated the ipg has not been recharged for about 6 months. The patient was referred to the dr. To discuss options.